Event description:
It was reported that after use of the stapler in a right colectomy procedure, anastomotic bleeding of the patient between day 1 or day 2 post-operatively. No major issues. No further information available.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Only event year known: 2021. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: how was the bleeding identified? Unknown was any medical or surgical intervention required? No did the patient take any pre-operative blood thinners? Unknown did the patient have any known coagulopathy disorders? Unknown what was the targeted tissue and what color cartridges were used for each? Right colon. Closed down on tissue compression scale of powered circular stapler almost all the way down. What were the product codes for the devices and cartridges used? Cdh25p